Event description:
The device was used during a laparoscopic bladder neck suspension procedure. It was reported the ems fired fine on the left side as mesh was stapled to cooper's ligament, but the staples would not come out when firing on the right side. The device jammed several times. There was no consequence to the pt.